Event description:
It was reported that the needle never deployed the cannula into the skin when the pod was activated; this indicates a needle mechanism failure. The pink slide did not move forward but the cannula was visible when the pod was removed. The pod was worn for less than an hour. No impact to the patient's glucose level was reported.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. According to the complainant the device will not be available for investigation because it was discarded by the patient. Lot release records were reviewed and the product lot met all acceptance criteria.